Event description:
Pt had uncomplicated ICD insertion on (B)(6) 2018. The following day, interrogation of the device revealed the shock impedance was out of range. Pt returned to the cath lab on (B)(6) 2018 and it appeared there may be an ICD/header issue. The entire device and lead were replaced successfully.